Event description:
It was reported that the user attempted to start a dexcom g7 continuous glucose monitor (cgm) sensor on their own and believed they attempted to pair using an incorrect process, after which support instructed switching the ilet from dexcom g6 back to dexcom g7 and restarting the sensor with the provided pairing code. No adverse clinical symptoms reported. Outcomes included no reported clinical effects and no impact to health. User support included troubleshooting and education with guided re-pairing and sensor restart. Investigation of this case revealed user setup error related to pairing and sensor type selection, with device functionality restored through correct configuration. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
Initial.